Event description:
It has been reported to philips that the device could not expose and store the image. The error message of ¿two or more memories failed of ippc - frontal¿ was displayed. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device could not emit exposure and store image intermittently. Analysis of the log file confirmed the pc hardware error and communication problem between the flat detector controller and the image detector. The fse checked and reconnected the cables and found connections on fdc was working fine. The fse reloaded the ippc and fdc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.